Manufacturer narrative:
The sample was collected in a bd serum gel 13 x 100 tube, and was centrifuged for 5 minutes at an unknown speed. The customer stated they routinely verify abnormal troponin results on their back up instrument after checking patient specimens for clots. No sample quality statements were made regarding the sample. Service was dispatched and the field service engineer (fse) verified all instrument specifications. No hardware issue was identified. The fse performed a high sensitivity system check, and the results met the specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.